Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an unknown error message with the one touch verio iq meter. It was noted that the patient suspects that it is a test strip problem. The patient did not allege any harm or injury because of the reported issue. The patient did not have the test strips available; therefore the alleged issue was not resolved at the time of troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed an unknown error message with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.